Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. Device was out of specification in a manner that relates to event.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture detached from the needle at the swage. There were no adverse patient consequences reported.